Event description:
The customer contact reported a separation. The tubing set was returned to the materials management department form an unidentified location. Upon examination, it was noted the tubing was separated from the outlet port of the filter. No tracking information was provided, therefore, specific patient information or event details were available. There were no reported adverse patient events while the device was in a clinical use.